Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.45 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional (hcp) reported that a vitrectomy would not cut. A new pak was opened to complete the procedure and there was no impact to the patient. This is one of three medical device reports being filed for this facility.